Event description:
When the customer prepared IV therapy with the catheter, she found the leakage through a hole in the catheter's hub.

Manufacturer narrative:
Based on device history record review, one similar quality notification was raised in jan-24 on the reported defect for tubing lot# 3331407. The root cause was suspected to be the vialon tubing stripe location not centered due to mandrel tip protruded from extruder die. Verification of mandrel tip to ensure not protruded from the die was added in the extruder housekeeping checklist. From the returned actual sample, observed split tubing at the metal wedge flaring site, which caused leakage near the nose of adapter. The assembly process was reviewed. The line 9 machines, where the catheter tubing was flared onto the metal wedge, were reviewed and there was no machine issue observed which could cause the observed split tubing. The catheter tubing surface was also inspected and there was no surface defect observed. There was also no abnormality found on the stripe location of the split tubing filled stripe, as the stripe location was centered. Hence, the cause of the split tubing at metal wedge could not be determined. Based on the complaint history review, this is the first complaint reported for leakage for this reported batch. Therefore, this is most likely an isolated case. The occurrence rate for leakage defect for tuas insyte products is low based on number of complaints received per sales volume in the past 12 months. The complaint trend for this batch will continue to be tracked and monitored. As current control, there is an outgoing functional test in place to check for catheter tubing leakage. There is also outgoing and in-process visual inspection in place to check for split or damaged tubing.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 20ga x 1.16in drug leak at the hub when the customer prepared IV therapy with the catheter, she found the leakage through a hole in the catheter's hub.